Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that the thermal therapy system was not ablating. It was reported that when performing a test dosage, no temperature changes were observed. Increasing the dose was noted to have no change. Additionally, a second laser fiber was used with replication of the reported issue. It was noted that an older unit was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.